Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, cardiac perforation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information indicated that the perforation was discovered by review of diagnostic imaging. An emergency drainage was performed.

Manufacturer narrative:
Correction: g2 distributor should have been selected.